Event description:
Lenstec received an email stating "iritis with exudate on the surface of the lens".

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Additionally, the endotoxin results were within acceptable limits and we have not received any other complaints from these batches. There was no evidence to suggest that any aspect of these devices was responsible for the reported incident. Furthermore, lenstec cannot comment on the ve2700 injector used. Lenstec also confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. A supplemental report will be issued after medical monitor evaluation.